Event description:
The customer vigilance rep, forwarded by fax both to stryker (B)(4) and the competent authority (B)(4) from the surgeon who notified us of the follows: on (B)(6) 2011 the surgeon implanted a hoffmann 2 system for a tibial open fracture. On (B)(6) he found the proximal apex in the distal clamp broken with dislocation of the fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.